Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, upon further review of the complaint, the patient had been experiencing inaccurate cgm values throughout the day. The father checked the patient¿s bg that night while the patient was sleeping; the cgm displayed 6.8 mmol/l but the bg was 3.0 mmol/l. The patient was awakened and given juice. No symptoms were reported. This report would not constitute a serious adverse event as the patient remained asymptomatic and there was no serious injury, life-threatening situation, medical intervention or permanent impairment. This is not a reportable complaint based on the glucose values falling within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. It was reported the patient experienced inaccurate values throughout the day. The father checked the patient¿s bg that night while the patient was sleeping; the cgm displayed 6.8 mmol/l but the bg was 3.0 mmol/l. The patient was awaken, treated with juice and recovered without any report of additional intervention required. At the time of the report, the patient was fully recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.